Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, when the existing lead was hooked up to the new device, the superior vena cava (svc) coil measured "none," while the right ventricular (rv) coil was measurable. The physician switched the coils by placing the svc coil in the rv port, and the rv coil in the svc port on the device, and the coil in the svc port still measured "none." The physician decided to shut off the svc coil, and the device is still in use. No patient complications have been reported as a result of this event.